Manufacturer narrative:
(B)(4). Unit returned in a generic plastic bag. The device has the distal tip bent and the polymer tip is stretched and detached. Overall length is within specification. Outer diameter of distal tip could not be performed due to device condition (polymer tip detached). Outer diameter of middle and proximal section of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 08-oct-2017. It was reported that guidewire distal tip stretch occurred. The target lesion was located in the superficial femoral artery. A 200cm, 8cm poly tip v-18¿ control wire¿ was selected to cross the lesion. However, during preparation, it was noted that the distal tip of the guidewire was stretched. The device was never used in the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal tip detachment.